Event description:
Patient had hard bone and when anchor put into patient it pulled out. Additional information was requested to find out if another anchor was placed in the same location. Device requested on (B)(6) 2012. Email received on 6/7 states that a "new meniscal insertion site was used'. However this was a hip procedure therefore clarification was asked to the customer as the meniscus is found in the knee. No other information is available at this time.

Manufacturer narrative:
One delivery device was returned but the anchor was not returned. The device was tested for functionality and functioned without issue. Without being able to evaluate the anchor no root cause related to manufacture can be established. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4); the device has not been received for evaluation.(B)(4)